Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the battery of the omnipod personal diabetes manager (pdm) changed in color, looks swollen and will no longer fit into the pdm.